Event description:
It was reported via repair work order that the fowler would drift when raised manually as a foreign substance was stuck under the handle which engaged the clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.